Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05aug2019. The field service engineer (fse) evaluated the device. The reported condition could not be verified. The ventilator passed all tested and operated within the manufacturing specifications. The ventilator meets specification. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator could not be powered off. The ventilator was not in use on a patient at the time of the event occurred.